Event description:
A report was received that the patient's pocket was draining and when pressure is applied, some fluid expelled from the pocket site. The patient was prescribed antibiotics. It was not determined whether the issue was procedure related or not. The patient was reportedly doing well.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's pocket was draining and when pressure is applied, some fluid expelled from the pocket site. The patient was prescribed antibiotics. It was not determined whether the issue was procedure related or not. The patient was reportedly doing well.